Event description:
It was reported that intra-operatively, the physician attempted to implant the lead but experienced placement difficulty and noted there was a build up of tissue in the lead helix. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body ti ssue/fibrotic growth.